Manufacturer narrative:
H6; dislodged anvil. Based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification.

Event description:
It was reported during a diagnostic laparoscopy which progressed in a laparoscopic appendectomy while using the tsw35 the surgeon fired the device one time with a vascular load and the device worked properly. The device was then reloaded with a blue or regular reload and the surgeon attempted to fire across the appendix. The device jammed, never fired, and could not be opened but was easily removed from the tissue because the anvil head was loose. A us surgical device was opened to complete the case. Also during the start of the procedure, a us surgical trocar was inserted and upon insertion the device punctured one of the epigastrics. Bleeding had to be controlled by the surgeon. There was no consequence to the pt.